Manufacturer narrative:
.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a cartridge alarm 1 occurred. The customer's blood glucose level was impacted 439 mg/dl with moderate ketones present. The customer decline to troubleshoot with tandem technical support and indicated that supplies would be changed.